Event description:
It was reported that during the pre-use check, the customer noticed that the cuff would not inflate. No additional information was available. No patient was involved.

Manufacturer narrative:
Other, other text: d4: UDI number and g5 are unknown. H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and three (3) photos were received for evaluation. Visual and functional testing was performed. Visual inspection found damage on tube tip; the complaint was confirmed. Functional testing found an air leak was confirmed in the tube tip. The root cause of the reported issue was found to be manufacturing. Customer complaint notification was made to production personnel to explain the importance to adherence or following in the procedure by quality engineer on (B)(6) 2022. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).